Event description:
The initial reporter questioned low results accompanied by a data flag for multiple patient samples tested for elecsys tsh (tsh) on a cobas e 801 analytical unit. An example of discrepant results was provided for 1 patient sample. The initial result was less than 0.005 ui/ml with a data flag. The repeat result from a different instrument was 3.59 ui/ml. The repeat result was believed to be correct.

Manufacturer narrative:
The e801 analyzer serial number was (B)(6).

Manufacturer narrative:
The medical device problem code and device identification section were updated. Relevant fields of sections d and g were updated. The tsh reagent lot number and expiration date were not provided. The field service engineer (fse) found the sample probe was clogged. The fse cleaned the sample probe and performed operational and mechanical checks. The service actions resolved the issue.